Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on 06/29/2018 stating that this lead was exhibiting wonky ra impedance and ra noise. It also has a little bit of visible minute ventilation/respiratory rate trend noise on the electrogram but it is not sensed. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).